Event description:
As reported by the edwards clinical specialist, the patient underwent a percutaneous transfemoral valve implant procedure via a right femoral artery (rfa) approach. After successful valve deployment, and upon removal of the guidewire, a dissection was noted in the access vessel. In order to troubleshoot the physician attempted to re-advance the guidewire across the dissection, but was unsuccessful. The decision was then made to repair the vessel via surgical cutdown. The repair was successful and the patient was noted to be in stable condition when leaving the room.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded by the site; however, per report, was not due to a device malfunction. A device history review (DHR) for the sheath set was performed and all manufacturers' specifications were met prior to release for distribution. According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral valve implant procedure. The minimum required vessel diameter for a 24 fr sheath is 8mm. In this case, the right access site diameter was 8.1mm and per report the patient's vessels were noted to be both mildly tortuous and mildly calcified. Per the instructions for use, rf3 training manual, and the patient screening manual, this product is contraindicated for tortuous or calcified femero-iliac vessels that would prevent safe entry of the introducer and sheath. In addition, the patient screening manual instructs the operator on proper peripheral vessel assessment, taking into consideration calcification, tortuosity, and minimum vessel diameter. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The exact cause for the reported dissection cannot be confirmed. There was no significant vessel calcification or tortuosity, and there was no report of difficulty advancing or withdrawing the sheath. However, it is possible that a combination of the borderline size of the vessel and the mild calcification contributed to the event. No corrective actions are required at this time.